Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the plastic coating on at the handgrip of the straight handle broke during use. It was confirmed that no pieces fell into the patient or were left in vivo.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.